Event description:
It was reported that a cartridge did not fit onto the pump. There was no adverse impact to customer¿s blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.